Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. During the load step, the pump's piston pushed up until the cartridge was empty. The force sensor pin was found to be cracked. Unrelated to the initial allegation, the battery compartment was cracked.